Manufacturer narrative:
The device is expected to be returned for analysis. This event will be updated and resubmitted upon return and completion of analysis.

Event description:
Boston scientific crm received information that this device had reached end of life (eol) battery status. Eol was reached due to a charge time of 30.5 seconds associated with a battery voltage of 2.69 v. It was alleged the battery had depleted prematurely. The device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. Elective replacement indicators (eri) was not declared. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population. This issue is discussed in the q2 2010 product performance report.